Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a concomitant pulsed frequency ablation and left atrial appendage closure procedure was being performed. The patient had complex anatomy and had a previously aborted procedure due to complexity of the trans-septal crossing due to lipomatous hypertrophy of interatrial septum. The physician was unable to cross the septum using the versacross connect faradrive system due to upsized catheter and lipomatous septum. Crossing of the septum was attempted twice. Following, the first attempt, the versacross connect faradrive system was removed and reshaped to improve the tenting visibility. On the second attempt, radiofrequency (rf) energy was applied and the rf wire worked as intended. However, access to the left atrium was not possible. Then, the physician decided to abort the farapulse ablation portion of the procedure. The procedure proceeded with advancement of the watchman fxd double curve sheath and watchman catheters across the septum using the merit heartspan transeptal system due to its lower catheter diameter. It was reported that there was difficulty crossing the septum with the watchman fxd double curve sheath due to the catheter diameter (15f). The 27mm watchman flx pro was inserted and deployed at the appendage, however, multiple repositions and recaptures were performed, and the device was unable to meet the release criteria, and the procedure was aborted. The watchman flx pro is intended to be recaptured and removed if release criteria are not met. There was no allegation of a device deficiency or patient harm caused by the watchman flx pro. The watchman flx pro was discarded and will not be returned. No patient complications were reported. The patient was under general anesthesia for the procedure. The faradrive sheath will not be returned.